Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The piston reportedly was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed a motor rewind error. During testing, the pump successfully performed the ez prime steps with no errors. The cartridge piston retracted appropriately during the rewind step. The pump was exercised for 24 hours with no errors, alarms, or warnings. No evidence of contamination was found in the cartridge compartment. The complaint was not duplicated during testing. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.